Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. Through the investigation it was noted that there was a tube leak that caused a shift in both background and baseline levels of all channels, resulting in the two false positive results.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) reported two false positive test results generated using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Both samples generated positive results on liat sn (B)(4). Both samples were repeated on genexpert followed by another liat. For both cases, both genexpert and liat produced negative repeat results and sample was reported out as negative. Sample 1 generated positive sars-cov-s results (CT-value 30.4) using nasopharyngeal swab (utm baso brand). The sample was stored at room temperature and tested within an hour of collection. Sample 2 generated positive sars-cov-s results (CT-value 34.4) using 200 ul deep throat saliva with utm (baso brand). The sample was stored at room temperature and tested within an hour or two of collection. The product is stored in a 2-8oc fridge. No harm is alleged. Two mdrs will be filed for this reported event. A supplemental report will be filed upon completion of the investigation.